Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler and cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a cycler set defect reported for the event. The patient did not report any cassette leak. The patient also stated there was no breach in aseptic technique; however, the initial culture result of gram-positive cocci accounts for bacteria that colonizes the human nasal cavity, skin, fingernails, and oral cavity. Gram-positive cocci account for the most frequent causes of pd-associated peritonitis. Based on the available information and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis registered nurse (pdrn) for a peritoneal dialysis (pd) patient contacted fresenius customer service. The pdrn reported that the patient had peritonitis and the cause was unknown. Additional information was obtained through follow-up with the pdrn. The patient contacted the pdrn on (B)(6) 2020 and reported that the pd effluent was cloudy. The pdrn instructed the patient to go to the pd clinic where a pd effluent culture was obtained. The patient was diagnosed with peritonitis and initiated on intraperitoneal (ip) antibiotics. The patient was administered one dose of ip vancomycin 2g and ip ancef 2g daily. The pdrn reported that the antibiotics will be adjusted according to the final culture results. The culture was sent out to the lab on (B)(6) 2020. The initial results are positive for gram-positive cocci (no organism identified to date). The cause of the peritonitis is unknown. The patient did not report any cassette leak or breach in aseptic technique related to this peritonitis event. The patient did not require hospitalization and continues to complete pd therapy utilizing the liberty select cycler. No additional information was available.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.